Event description:
It was reported that there were readings of >4,000 ohms on all of the bipolar pairs. Caller reported all impedance measurements were within normal range except for electrode combos using electrode 1 as a reference were >4,000 ohms. The pt was programmed using 2-, 1+. The pt's therapy was working well for her. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).